Manufacturer narrative:
(B)(4). This is a report of a system error 2240 that was caused by an incomplete connection between the transfer set and patient line during therapy. An incomplete connection between the patient line and transfer set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line had separated from the transfer set during therapy. It was stated that the patient was incompletely or loosely connected. When the hp reconnected after the disconnection, the alarm occurred. The technical service representative (tsr) explained the alarm and advised the hp to start therapy over with new supplies. The tsr assisted the patient with clearing the alarm and proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.